Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 5.6. Date: (B)(6) 2011, inratio: 4.9, lab: 3.5. Meter and lab testing were five minutes apart. After the 4.9 result, patient self tester was instructed to hold coumadin for two days. The day before lab comparison, coumadin was taken at night on (B)(6) 2011. When taken off coumadin patient eats a can of spinach and salad.